Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of air bubbles in the reservoir. The customer's blood glucose reading was 240 mg/dl. The customer stated that the approximate sizes of the air bubbles are 1 cm. The customer was advised to deliver a 5 unit fixed prime until air bubbles are no longer visible. The customer stated that air bubbles did persist after set change.